Manufacturer narrative:
An investigation determined that higher than expected total hcg (bhcg) results were obtained from two patient samples processed using vitros total hcg ii reagent (bhcg) with a vitros eciq immunodiagnostic system. The investigation was unable to determine an assignable cause for this event. A review of historical quality control records indicates acceptable performance in regards to accuracy and precision using vitros bhcg reagent lot 2170 and therefore, a reagent issue was ruled out as a contributing factor to this event. In addition, ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with bhcg lot 2170. Within run precision testing was acceptable indicating the vitros eciq immunodiagnostic system was performing as expected and an instrument issue is not a likely contributing factor to this event. Furthermore, no pre-analytical user error involving sample processing was indicated as the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation.

Event description:
A customer obtained higher than expected total hcg (bhcg) results from two different patient samples processed using vitros total hcg ii reagent (bhcg) in combination with a vitros eciq immunodiagnostic system. Patient 1 = 14.57 miu/ml versus expected 0.050 miu/ml. Patient 2 = 12.33 miu/ml versus expected 0.015 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected bhcg patient results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).